Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the decreased basal, customer's blood glucose (bg) level rose to a level that was displayed as ¿high¿; however, a specific value was not provided. Bg was addressed via a manual injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.